Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. The customer confirmed the display issue. With assistance from the manufacturer's technical service person, the customer downloaded the new version of the software (ver. 2.30) nd the brightness was back to normal. The customer was advised to check all internal connections.

Event description:
The caller advised that the lcd was dark. There was no patient involvement.